Manufacturer narrative:
The customer complaint regarding programming a value greater than 99,999 with units/hr dosing is a known limitation of the alaris system. Bd continually evaluates product enhancements on a regular basis. This feature is being considered as a future product enhancement, however it is not known if this feature will ultimately be incorporated into a future software release. There are currently no educational flyers available regarding this concern. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that in their neonatal ICU, there have been concerns with how penicillin g million units are programmed into the device versus how it is ordered. The customer provided an example: an order for a 4kg infant requiring a 50mg/kg dose of penicillin g would be 200,000 units. However, the devices do not allow doses greater than 99,999 to be programmed. The customer has worked around this by placing a key stating: "1 unit = 1 million unit". The 200,000 unit dose would then be programmed as 0.2 million units. The customer reported that this has caused some issues with programming from the nurses' end. The customer would like to know if there's an update or pending future update regarding unit doses exceeding 99,999. The customer is also requesting educational flyers regarding this type of concern that can be passed around for our nursing staff in the nicu.